Event description:
High thresholds were observed during follow-up. X-ray revealed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.